Event description:
It was reported the patient developed cellulitis post-op re-do c6-7 acdf while using the primapore products. The patient's wound on the anterior neck was affected. Patient received oral antibiotics. Based on the information provided, the patient's condition has improved. Two of 3 reports submitted.